Event description:
It was reported that patient with this implantable pacemaker experienced pre-syncope episodes since the device was implanted. It was determined that loss of capture was being observed on the right ventricular channel. Replacement of the system was recommended. At this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the patient experienced pacing inhibition of up to six seconds. Discussions of system replacement were discussed once again. At this time, this device remains in service.

Event description:
It was reported that patient with this implantable pacemaker experienced pre-syncope episodes since the device was implanted. It was determined that loss of capture was being observed on the right ventricular channel. Replacement of the system was recommended. At this time, this device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields: b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h6: device codes h6: patient codes h6: impact codes additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field h1: type of reportable event h6: device codes h6: patient codes h6: impact codes

Event description:
It was reported that patient with this implantable pacemaker experienced pre-syncope episodes since the device was implanted. It was determined that loss of capture was being observed on the right ventricular channel. Replacement of the system was recommended. At this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the patient experienced pacing inhibition of up to six seconds. Discussions of system replacement were discussed once again. At this time, this device remains in service. Additional information was received detailing that the patient experienced a syncope episode. It was decided to explant and replaced this device. Additionally, it is suspected that oversensing was also being exhibited due to the position of the lead, however, this could not be confirmed. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h6: device codes h6: patient codes h6: impact codes additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field h1: type of reportable event h6: device codes h6: patient codes h6: impact codes.

Event description:
It was reported that patient with this implantable pacemaker experienced pre-syncope episodes since the device was implanted. It was determined that loss of capture was being observed on the right ventricular channel. Replacement of the system was recommended. At this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the patient experienced pacing inhibition of up to six seconds. Discussions of system replacement were discussed once again. At this time, this device remains in service. Additional information was received detailing that the patient experienced a syncope episode. It was decided to explant and replaced this device. Additionally, it is suspected that oversensing was also being exhibited due to the position of the lead, however, this could not be confirmed. This device is expected to be returned for analysis. No further adverse patient effects were reported.